Event description:
One unit of packed red blood cells was running slowly through the mcgaw blood filter. The filter's drip chamber was squeezed a couple of times as recommended by the MFR to increase the rate of flow. Gross clots then appeared downstream from the drip chamber within the tubing leading into the pt's arm.